Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, a loss of capture and oversensing were noted on the right ventricular (rv) lead. An x-ray was performed and revealed a dislodgement of the rv lead. During the repositioning procedure the helix of the rv lead was unable to be retracted. The rv lead was extracted and replaced to resolve the event. The patient was stable.